Manufacturer narrative:
Concomitant medical product: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had an alleged overdischarge. They started the physician mode recharge (prm) and then the power on reset (por) screen came up. The caller states she tried to start it again, but got the al screen. Technical advised the caller to try a normal recharge, and she was unable. Technical services walked the caller through the proper buttons to use for the prm. She started again and after a short time, it showed por. They were advised to bypass the por with the audio key and she was able to charge normally. They were told to continue recharging and clear the por as soon as ins was 25% charged. Troubleshooting resolved reported issue. No out of box failure was reported. No medical symptoms were reported. They later called back and stated that the patient's remote would have 7-8 bars and then show 0 and then go to the por screen. The patient was wearing the belt and not moving. Technical services reviewed to use audio to bypass the por until she had enough charge to clear it with the 8840, then that will no longer be occurring. The caller states that she thought something was wrong with the recharger. She added that the screen was sometimes blur ry. No further allegations/complications were reported.